Event description:
Patient was treated for a tibial fracture with an unknown synthes nail ex. Post operatively, the patient developed a low-grade infection accompanied by a non-union. Osteomyelitis and draining wounds were noted. The tibial nail was removed on an unspecified date. The patient was placed on antibiotics and made non-weight bearing. A plate and screws were later implanted in an open reduction internal fixation (orif) for the tibia fracture. Later the patient stepped down and a stress fracture occurred on the tibial shaft, and a continued non-union was noted. No further infection was reported. The plate and screws were removed and a new nail was implanted. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.